Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed no anomalies; the full lead was returned and analyzed.

Event description:
It was reported that the lead packaging was opened, but the lead was not used due to physician judgment and patient anatomy. A different lead was used. No patient complications have been reported as a result of this event.